Manufacturer narrative:
B2, b3: the date of death and event date are estimates based on incoming information that noted the event occurred "about ten years ago". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. A representative for the patient indicated that the patient's heart was "so bad and weak" and the implantable cardioverter defibrillator (ICD) malfunctioned and kept shocking the patient. The patient's spouse tried to get the ICD to stop shocking the patient but was unable to do so and the patient passed away. No further details are available.